Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported cracked pump (battery tube side) & battery alarm. Blood glucose value at the time of the event was 385 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1884l, mmt-332a, and unomedical. Troubleshooting was performed. The damage impacted pump functionality: the pump would not take the battery anymore and showed a "replace battery" alarm even after battery replacement. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. The pump was monitored, no unexpected failed battery alert/battery failed alarm and replace battery alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6), event date of 10-oct-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the related svn#: (B)(6), event date of 20-sep-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6), event date of 10-oct-2025 and related svn#: (B)(6), event date of 20-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the related svn#: (B)(6), event date of 20-sep-2025 and primary svn#: (B)(6), event date of 10-oct-2025, these pump error(s)/alarm(s) were noted: no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 and on (B)(6) 2025 during bolus deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insert battery alarm was found on: on (B)(6) 2025, at 02:32:26.000. On (B)(6) 2025, at 09:50:08.000. On (B)(6) 2025, at 13:24:42.000, on (B)(6) 2025 at 13:34:00.000. On (B)(6) 2025, at 16:06:41.000, on (B)(6) 2025 at 16:07:31.000. On (B)(6) 2025, at 18:02:21.000, on (B)(6) 2025 at 18:04:41.000. On (B)(6) 2025, at 18:04:45.000, on (B)(6) 2025 at 18:04:55.000. Failed battery alert/battery failed alarm was found on: on (B)(6) 2025 at 18:04:54.000. Power loss alarm was found on: on (B)(6) 2025 at 16:07:14.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no replace battery alarm recorded in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power battery. Power loss alarm was expected since the battery was removed and power was lost. No unexpected failed battery alert/battery failed alarm, replace battery alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (21.90 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for unexpected failed battery alert/battery failed alarm and replace battery alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.